Event description:
The patient was implanted with a left ventricular assist device. It was reported that during implant, the surgeon observed and removed a lot of thrombus from the left ventricle until it appeared to be free of any thrombus. Approximately 1 week post-implant, the patient was intubated due to increased pump power and signs of hemolysis. A decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.